Manufacturer narrative:
(B)(6). The software investigation found that the reported event was unrelated to a software issue. The investigation found that the reported issue is from improper tracer registrations. As the images showed that the surgeon focused on the nose of the patient, not performing proper tracer techniques. The software functioned as designed. A medtronic representative went to the site to test the equipment. A medtronic representative then provided additional instructions on proper registration techniques to eliminate imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the site was unable to pass registration due to inaccuracies in the tracer registration. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.